Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was not feeling stimulation even after increasing with the patient programmer (pp). They reported that they met with a manufacturer representative (rep) last thursday and they changed the settings and the patient stated ¿it was working then, but all the sudden yesterday it stopped¿. The patient stated that stimulation was on at 5.4v. When they increased stimulation, the amplitude increased so it was reviewed that the pp was not the problem and that the patient needs to follow up with a healthcare professional (hcp). The patient then reported that the pp battery connections were bent since the past couple of days. A replacement pp was sent. The patient then called back on (B)(6) 2017 and reported that they received the new pp but it did not have programming. It was reviewed that the settings are saved on the ins and the patient should be able to access their settings using the pp. The patient stated the settings were not the same and that the new pp only had ¿one row¿ and they were trying to get the ¿second row¿. The patient stated the rep had it set to where it would go off on intervals of every two minutes. The pp showed that the implant was on and was set to group e. The patient stated the "bottom row shows all the bars on the old pp" but the "new pp only shows the first bar and not the second one". The patient stated the rep was trying to explain to her the other night on the phone how to let the other line go all the way over but states when she tried to do that it would not do that and now this new device is not even close and states that is where part of the problem is. The patient further stated the rep wants it at 1.90v but it does not allow her to do that; she can only get it to the 2.70v. The patient stated the higher she goes in the numbers, the more tingling she has in her legs. The patient stated she has not been able to reach the rep for a week. The patient noted she just increased above 2.70v and it will not move. The patient was redirected to their hcp to request a meeting with a rep. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.